Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and acetabular cup loosening. Update rec'd 7/22/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and weakness. A liner and head are now being reported to address allegations of metal on metal. Update 1/31/2017- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, metal debris, and a loose cup. Lab levels also indicated elevated metal ion levels. The lot number is being updated for the head and the stem is being added to the complaint.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other similar or related reported against the provided product and lot code combinations. X-rays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised to address pain and acetabular cup loosening. Update rec'd 7/22/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and weakness. A liner and head are now being reported to address allegations of metal on metal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).